Manufacturer narrative:
Failure analysis confirmed that the insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. No battery out limit alarms were noted. However, there was intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage and alarmed battery out limit. The customer's blood glucose reading was 108 mg/dl. Mother stated the insulin pump was exposed to water. She stated after water exposure, she was unable to clear the battery out limit alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.